Event description:
The following information was reported to gore: on (B)(6) , 2023, the patient underwent an endovascular treatment of the left internal iliac artery aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob). After embolization of the left internal iliac artery, the contralateral leg endoprosthesis was placed in the left common iliac artery by using up-side-down technique. The final angiography confirmed a proximal type I endoleak, so the balloon touch-up was performed. During the balloon touch-up, the left common iliac artery was injured. The patient blood pressure dropped. As a treatment, an additional stent graft was implanted from the proximal side of the aortic bifurcation to the left common iliac artery. The procedure was completed after confirming hemostasis. It was reported that the common iliac artery calcification was significant. The physician admitted that the ballooning was too strong.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications, as reported by creagh the lot met all pre-release specifications. H.6: code b22: the device was discarded at the treating facility and was therefore not available for analysis. H.6.: code a0101: used to capture significant common iliac artery calcification. H.6.: code d12: according to the gore® molding & occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to vascular trauma, rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/ h2. Correction: section d2a product code changed from dqy to mjn.